Manufacturer narrative:
Age at time of event: patient was reported to in their (B)(6), exact was not provided. A device history record review confirmed that the device met all material, assembly and performance specifications. Analysis of the device found the shaft was broken 4.8cm from the hub and the inner braid was visible. No other anomalies were noted. Based on the information provided and the investigation the cause of the break could not be definitively determined. It is most probable that the event was related to operational context.

Event description:
Analysis of the returned device found that the shaft was broken. There was no clinical consequence to the patient.